Event description:
A caller reported an issue with the insulin gauge displaying a different amount than expected on their pump, with a current estimate showing 0 units instead of the anticipated 269.8 units. Despite completing the necessary steps such as removing air from the cartridge and using room temperature insulin, the discrepancy persisted after reloading the cartridge. Technical support assisted by walking the caller through the process of filling and loading a new cartridge. Although the caller declined to disconnect and deliver a 10.2 unit bolus, they agreed to monitor the situation further. Ultimately, the displayed fill estimate aligned with expectations, and the issue was resolved with customer satisfaction maintained through additional support. There was no reported impact on the customer¿s blood glucose level.